Event description:
Literature: strecker k, meixensberger j, schwarz j, winkler d. Increase of frequency in deep brain stimulation relieves apraxia of eyelid opening in patient's with parkinson's disease: case report. Neurosurgery. 2008;63(6)e1204. In 1993, a male patient presented to the clinic with tremor, stiffness in his right arm, right-sided bradykinesia, resting tremor and cogwheel rigidity leading to a diagnosis of parkinson's disease. In 2000, he developed motor fluctuations that progressed rapidly, leading to disabling dyskinesia, major depression and drug-induced psychosis. Patient was treated medication but dyskinesia remained a major complication. Patient was offered deep brain stimulation of the subthalamic nucleus in 2004. There was good improvement of symptoms postoperatively. Transient episode of apraxia of eyelid opening (aeo) occurred lasting several days. Stimulation amplitude was increased and medications adjusted. Two years post implant, the patient complained of difficulty opening his eyes, aeo continued to worsen over the next months. Increase in the stimulation frequency to 190 hz again resulted in a prompt and persistent improvement. It was reported that there was a change in behavior that gradually developed over weeks, the patient felt a lack of initiative and was more anxious. Frequency was reduced to 160 hz and impulse width was increased to 90 microseconds. The positive effect on aeo remained and the psychotropic adverse effects gradually vanished. See manufacturer report number: 2182207200901241.